Event description:
During an arthroscopic procedure, the physician (B)(6) was utilizing a speedstitch suturing device and suture cartridges (3). The physician reported the suture cartridges were pushing out of the handle each time the needle fired. The procedure was completed with a new suturing device. No patient injuries were reported as a result of this event.

Manufacturer narrative:
Device 2 of 4. Reference manufacturer reports: 2032380-2011-00167, 0169, 0170. The lot number of the above-referenced device was not available; therefore, no manufacturing or expiration date can be provided.